Manufacturer narrative:
On 28 july 2016 it was communicated that no other information will be available. Batch review performed on 02 august 2016: (B)(4).

Event description:
After the surgery the patient alleged her thigh pain. A week later the surgeon took the x-ray and found stem subsidence (h15mm) and bone fracture. It was not know when subsidence and bone fracture were occured, but since xray of the surgery did not show any problem and the patient did not fall out after the surgery, they seemed to be occurred during the surgery. Revision surgery was planned on (B)(6) with other company's implants.